Manufacturer narrative:
Hardware low level failures error confirmed in the device history due to broken trace.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a pump error 63. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed and the device will be replaced and returned.